Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, the pacing capture threshold in the rv (right ventricle) was rising.

Event description:
It was reported that the lead had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.